Event description:
Triathlon total knee removed and ts implanted.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon ps insert. Unknown triathlon ps femoral component and triathlon tibial baseplate were also listed in this report. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.